Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced hydrocephalus after the certas valve was implanted and blockage was suspected of the valve and catheters. The valve was implanted to the patient via vp-shunt. Date of implant and initial setting are unknown. The revision surgery was performed after the ventricular expansion had progressed. It was noted that tissue was attached at the tip of the ventricular catheter.. Csf protein: normal. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The vavle was returned for evaluation. The position of the cam when valve was received was at setting 4. The valve was visually inspected, needle holes in the needle chamber were noted. The valve was tested for programming; no issues found. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The catheter was irrigated, no occlusions were noted. The valve was reflux tested and passed. The siphon guard was tested; no issues found. The valve was then pressure and passed. A review of manufacturing records could not be performed, as no lot number information was provided. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.